Event description:
It was reported that the patient implanted with an onkos custom case experienced external trauma, and the distal end of the implant had moved out of its intended location. It was reported that the proximal portion of the implant remains well fixed and functional. This event wil lbe reported as a serious injury as the patient will be revised in the future.

Manufacturer narrative:
It was reported that the patient implanted with an onkos custom case experienced external trauma, and the distal end of the implant had moved out of its intended location. It was reported that the proximal portion of the implant remains well fixed and functional. Post-operative images were provided from the field. In the (B)(6) 2025 post-operative image, the patient appears to have grown, as the bone at the growth plate has lengthened compared to the (B)(6) 2024 image. The distal portion appears to have dislocated from its intended position. The cause of the dislocation is likely due to the external trauma that was experienced by the patient. There were no device specific failures reported and review of device history records confirm the device was manufactured to the surgeon approved design proposal.

Manufacturer narrative:
Investigation for this event is pending. Once investigation is complete, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient implanted with a custom proximal implant experienced loosening. The patient will be revised; however the date of the revision procedure is not known. This event will be reported as a serious injury due to the required revision procedure.